Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh revision on (B)(6) 2012.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling and elevate were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an anterior pelvic repair, posterior pelvic prolapse repair, cystoscopy, cystometrogram, and complex foley catheter insertion due to pelvic prolapse and stress urinary incontinence.

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced incontinence.